Event description:
It was reported that during a gastric bypass roux-en-y procedure, the device produced malformed staples. Sutures and another device were used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.